Event description:
It was reported, leakage of fluid 5 cm before catheter leakage. Reused other fittings that wouldn't connect before realizing it was the extension tubing connection. Reopened a pack of 7617405. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a groshong was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, small beads of a clear liquid leaked out from the catheter tubing. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, leakage of fluid 5 cm before catheter leakage. Reused other fittings that wouldn't connect before realizing it was the extension tubing connection. Reopened a pack of 7617405. No other information was provided.